Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that t-wave oversensing (twos) was observed on the right ventricular (rv) lead and double counting played a role in the inappropriate therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later confirmed that the patient was inappropriately shocked and the crt-d had classified the af with rapid ventricular response as ventricular fibrillation (vf). The shock did convert the patient back to sinus rhythm. The patient was on hospice care in a nursing home and no action was taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was possibly shocked inappropriately by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response. The device remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.